Manufacturer narrative:
Patient information was unavailable from the site. The logs were submitted for software analysis. Analysis found that there was an instance of an uncommanded software exit. The issue was consistent with a known software anomaly that is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the system kept becoming unresponsive, after a couple of reboots the system functioned as intended and the site was able to complete the case. The site called back later and corrected their reported information. The site called back and corrected their reported event. It was noted that actual issue was that an instrument was unable to verified. The representative confirmed with the site that the issue was they were having difficulty verifying the instruments. The representative noted they went to the site and checked the instruments and could not replicate the issue. They noted that the issue was likely due to use error.